Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j batch 15420189 was received for evaluation. Visual inspection revealed that the suture system was damaged. No white sutures were returned for evaluation. Examination of the returned sutures and the button found no significant damage. Functional testing was performed by manipulating the sutures on the button to check for resistance or signs of potential damage. No issues were identified during this testing. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope tore off when pulling into the prepared channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.